Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. This ftr showed no evidence of any device-related fault. This device is labeled for single use. This device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "1" malfunction event which is associated with a human-device interface issue. Patient information was confirmed for this event. Age is (B)(6) years old. Weight range (B)(6) pounds.